Event description:
The customer reported that the battery was found to not charge or be detected by the mrx defib. The battery was inserted into the mrx and the ac charge was connected. The battery showed it was fully charged. Then the battery showed that it was no longer inserted. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the battery was found to not charge or be detected by the mrx defib. The battery was inserted into the mrx and the ac charge was connected. The battery showed it was fully charged. Then the battery showed that it was no longer inserted. There was no reported pt involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.